Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the colon during a colectomy procedure, the staples did not deploy. They used another stapler to complete the case.

Manufacturer narrative:
This report (B)(4) was sent in error as a duplicate for MFR report number: (B)(4) , any additional information received in the future will be captured and submitted under the report number (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate (B)(4).